Event description:
It was reported by service report that the bed does not function form the siderails. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail cable.